Event description:
While attempting to close the right femoral artery with perclose s, the doctor had difficulty with deployment. While attempting to remove the device, the distal end broke off. A portion of the device (approx. 6 inches) remained inside the pt. The device remaining inside the pt was secured with hemastats and vascular surgery was called. Bleeding was controlled with manual pressure. The pt was sent to the operating room for removal of remaining device. Remaining product evaluated. No additional product with the same lot number found. An abbott vascular representative notified.